Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the initial implant, the right atrial (ra) lead was failing to sense. The physician exchanged the ra lead and successfully implanted a new lead on (B)(6) 2021. The patient was stable throughout the procedure.